Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple shocks delivered were not effective in interrupting the arrhythmia. The lead remains in use and revision is under consideration but has not been scheduled. No patient complications have been reported as a result of this event.